Event description:
It was reported that a patient underwent an atrial fibrillation (pulmonary vein isolation) ablation with a qdot micro¿ catheter and the patient experienced cardiac tamponade that required pericardiocentesis and surgical intervention. After an afib case, a pericardial effusion was noticed. The injury was noticed while checking ice (intracardiac echo) after the procedure. The medical team was checking ice before and checked after the case to confirm no changes. At that point, they noticed the effusion and a change in pericardial effusion. A pericardiocentesis was performed on the patient to remove blood from the pericardial space. The patient was intubated and taken to the or (operating room) to confirm the location where the effusion came from. A pericardial window was performed. The patient was stable however required extended hospitalization post pericardial window. The physician believes that the patient had a leaky coronary sinus which caused this adverse event. He of course believes there is always a possibility that the transseptal puncture or the ablation caused this adverse event, but he does not think that was the likely cause. The procedural act (activated clotting time) was 350. Transseptal puncture was performed. Ablation was performed prior to noting the pericardial effusion. There was no evidence of steam pop. No error messages were displayed.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31472624l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).